Event description:
It was reported that the pump date was incorrect, cause was unknown. Customer reported a blood glucose level of xxx mg/dl. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.